Event description:
A customer reported their AED is flashing red and reporting a "replace battery pack now warning". They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED had an expired battery pack, serial number (B)(6), with a labeled expiration date of 03/2017. The cause of the AED's replace battery pack now warning was the user not maintaining the device per the manufacturer's recommendations.